Event description:
It was reported that the patient presented for a generator changed procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited noise oversensing which resulted in inappropriate auto mode switch (ams). The atrial lead was capped and replaced during the procedure on (B)(6) 2023. The patient was stable throughout.